Manufacturer narrative:
(B)(4). Date sent 7/18/2025. D4 batch # 222d66. B3: unknown; captured as awareness date. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was received fully loaded with staples with the swing tab in the locked position. The reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that 3 staples were malformed. No conclusion could be reach on what caused the condition of malformed staples. The event reported was confirmed and it is related to improper use of the device. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is followed. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 222d66, and no non-conformances were identified.

Event description:
It was reported that during an open colectomy, when setting the product and trying to fire, the knife did not move through and could not be cut. Therefore, a replacement was used, and the surgery was completed without any problems after that. There was no effect on the patient due to this event. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.